Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-jul-2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-jul-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that ¿the last week of november¿ the patient¿s lead wire ¿changed position¿ due to the ¿healing process¿ so a manufacturer¿s representative (rep) reprogrammed the patient. The consumer also reported how ¿phenomenally successful¿ the patient¿s therapy had been. Additional information was received from a rep. The rep reported that the cause of the lead changing position was unknown; slight lead migration as the lead healed in. The rep reported that no action was needed. The issue was resolved. No further complications were reported.